Event description:
It was reported that the customer's insulin pump had a blank display, after being exposed to moisture. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture damage on electronics assembly and battery tube. The insulin pump received with cracked case at the display window corner and cracked reservoir tube lip.